Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4), czech republic. A livanova field service representative was dispatched to the facility to investigate the device: no signs of damage on the stirring motor were noticed and it rotated freely. Following its replacement, error persisted. Therefore, distribution board and then cpu board were replaced, without success. Issue was not solved. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during priming a heater-cooler system 3t displayed an error message associated to stirring mechanism in the patient circuit. There was no patient involvement.

Manufacturer narrative:
H10: the affected part was returned to manufacturer's site for a detailed investigation. The investigator could reproduce the reported issue. The issue was solved by replacing stirrer motor, distribution board and processor board (cpu) all together. Most likely, previous repair activity done by livanova field service technician was unsuccessful since the boards were replaced individually and not all together. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2021. The most likely root cause of the reported issue is associated to stirrer motor bearing damaged by the corrosion. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. This led also to damage the replaced boards.

Event description:
See initial report.